Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# va1p4dl037, implanted: (B)(6) 2018, product type: lead; product ID: 37081, serial# (B)(4), implanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient had a restore advanced implanted on (B)(6) 2018. In (B)(6) the ins was relocated to the abdomen and an extension was added to the system. In (B)(6) the patient suddenly did not feel stimulation anymore. No further complications were reported or anticipated.